Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "occasionally insufficient air/water flow out of air/water nozzle" was presumed to have been due to the presence of foreign material found inside the nozzle. The suggested phenomenon of "foreign material was found inside the nozzle" was confirmed as a black foreign material clogged in the nozzle (which was determined to be an organic silicon), and a brown stain which adhered around the nozzle (which was determined as rust). Concerning organic silicon, it was not possible to specify what the foreign material was due to the widely various usages including watertight packing, silicone type glue, silicone members. Additionally, concerning the cause of the rust around the nozzle, it is presumed that as the foreign material was clogged inside the nozzle, the water inside the air/water channel was not properly removed, and it has been stored without being dried. There is no information to determine that the event occurred due to user's misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Testing and inspection confirmed the customer¿s complaint (water supply does not work). In addition to b5, the device evaluation found: residual liquid or foreign material come out of auxiliary channel, due to wear of angle wire, bending angle in up direction and the up/down knob does not meet the standard value, the adhesive on bending section cover has a crack, the objective and light guide lens are dirty, the plastic distal end cover has a scratch and due to dirt on the objective lens, there is a lack of image on the monitor. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges. There was an issue with the accessories used for reprocessing and it is unknown if the air/water nozzle was flushed with detergent solution. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a lower endoscopy procedure, they discovered that the air and water supply does not work. The procedure was completed using the same set of equipment. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: nozzle clogging and foreign material from secondary water channel. This report is being submitted for the malfunction found during evaluation (nozzle clogging and foreign material from secondary water channel).